Event description:
During the extracorporeal photopheresis (ecp) procedure, we were ready to photoactivate the buffy coat. I attempted to instill uvadex into the injection port attached to the treatment bag. We were unable to push any fluids into the port or aspirate. The therakos company technician called and reported the problem. We were able to use the second port by accessing it with spiked secondary tubing and the stop cock method. The treatment was successfully completed. The rep at therakos is requesting us to send the treatment bag back only.